Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger was hard and could not be grasped. Another device was used to complete the case. There were no adverse consequences to the patient. It was unknown which firing this event occurred on. Also, it was unknown how the clips were formed before this event.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a malformed clip attached to the device and one pear shaped clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the malformed clips. In addition, the device locked out as intended but the orange indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.